Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. Device interrogation revealed cardiac perforation on the rv lead. The physician elected to explant and replace the rv lead. The patient is recovering after the procedure.